Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system was not switching on. Upon troubleshooting, the fse found that the molded circuit breaker (mcb) was unable to turn on due to an undervoltage (uv) release issue. To resolve the issue, the fse replaced the molded case circuit breaker (mccb uv) release with a 3-pole (3p) vendor. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome